Event description:
Healthcare professional reported xen®45 gts event described as "after reloading them, xen implants stuck inside the injector lumen...couldn't say if this is related to the slimy which appears to be 'sticky' or to a problem with the pen." Affected eye is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.